Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) could not be reviewed as a serial number was not provided. A definitive root cause cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a bioprosthetic valve was disabled via the valve in valve procedure after an unknown implant duration due to stenosis and regurgitation. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 21mm aortic valve was disabled via the valve in valve procedure after an implant duration of 12 years, 7 months due to severe stenosis and regurgitation. A 23mm valve was implanted. Tee demonstrated appropriate seating and function of the valve without evidence of dysfunction or significant perivalvular leak. This (B)(6) female patient had a history of coronary grafting and avr surgery.